Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), when connected to cardiosave, the iab did not work and blood pressure did not rise. The iab was replaced and it worked without any problems. There was no reported injury or adverse event to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm and the patient's blood pressure could not be obtained. The iab was replaced with a new one, but the issue persisted. The iabp was then restarted but this did not resolve the issue either. The customer had to wait two hours for another iabp before therapy could be re-started. During that two hours, the patient's blood pressure decreased. Vasopressors had been administered in order to maintain blood pressure. Once the iabp was switched out, the patient's hemodynamic status became stable. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Updated field(s): describe event or problem,concomitant products,medical device ¿ problem code,return to manufacture date,investigation conclusions,investigation findings,device not eval provide code complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter approximately 75.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump.'' The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint(B)(4).

Event description:
N/a.